Event description:
Battery single screw that was in the stabilis plate had broken. Pt is diabetic and has extremely poor bone density. The bones could not support the screws. Surgeon removed the plate and as many of the broken screws as possible. Approx two broken screws remained in the pt.

Manufacturer narrative:
Ths is the initial report submitted regarding this surgical event and medical device.